Event description:
A patient's home health nurse reported that the patient's meter kept giving the apply sample message. Patient was feeling shaky and weak and so they were trying to test on their meter. Patient went ahead and ate a small candy bar and drank a glass of orange juice and felt better after that. A few hours later, the home health nurse came and tested the patient on her meter with a result of 129 mg/dl. Tried testing with a different vial of test strips during troubleshooting, but the issue persisted. Replacement meter was sent to the patient. There was no medical intervention. No further information has been reported.